Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor. The customer received a sensor scan reading of 147 mg/dl, which was lower compared to a "fingertip" reading of 387 mg/dl on an unspecified device, and experienced symptoms malaise and loss of consciousness. It is noted that neither of these readings is indicative of hypoglycemia, but the customer reported that they were hospitalized because their "sugar concentration needed to be increased". The customer further reported that a sensor scan result of 'lo' (reading less than 40 mg/dl) was also received while in the hospital, but the values "increased and decreased" and were "out of control". The customer further reported that "after a time when she was hospitalized" a fingertip reading of "400 and something" was received on the hcp meter. The customer was diagnosed with hyperglycemia and treated with unspecified serum. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor. The customer received a sensor scan reading of 147 mg/dl, which was lower compared to a "fingertip" reading of 387 mg/dl on an unspecified device, and experienced symptoms malaise and loss of consciousness. It is noted that neither of these readings is indicative of hypoglycemia, but the customer reported that they were hospitalized because their "sugar concentration needed to be increased". The customer further reported that a sensor scan result of 'lo' (reading less than 40 mg/dl) was also received while in the hospital, but the values "increased and decreased" and were "out of control". The customer further reported that "after a time when she was hospitalized" a fingertip reading of "400 and something" was received on the hcp meter. The customer was diagnosed with hyperglycemia and treated with unspecified serum. There was no report of death or permanent impairment associated with this event.